Manufacturer narrative:
The vessel sealer extend (vse) instrument has been returned and evaluated by the failure analysis team. The vse instrument was found to have a grip ring dislodged, which was noted as related to the customer reported complaint. The instrument was placed on an in-house system, and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moved freely up and down the grip drive adapter. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument gripper did not work correctly. There was no report of patient injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument would not close during pretest. The issue was before surgery, and they opened a new one to start and completed the case.